Manufacturer narrative:
A partial lead with the distal tip measuring 32.0cm was returned for analysis. External insulation abrasion was noted at 31.0-32.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. Externalized conductors due to internal insulation abrasion were noted at 7.2-12.2cm and 12.3-16.0cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in operating room for normal eri device replacement. It was found that the rv lead exhibited externalized conductors. Patient was asymptomatic. No electrical anomalies were detected. The lead was explanted and replaced.